Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 19 inappropriate shocks within several episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.